Event description:
The customer stated that she was hospitalized due to hyperglycemia and diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. It was found that the insulin pump had alarmed motor error. The self test passed. It was found that the customer was filling the reservoir with cold insulin, so the customer was advised to warm the insulin to room temperature prior to filling the reservoir. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.